Event description:
It was reported that pump experienced malfunction alarm displaying code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump, which customer acknowledged and understood.